Manufacturer narrative:
The reported driveline fault alarms were not confirmed. No log files were submitted for evaluation. The evaluation of the percutaneous lead (drivline) only confirmed cosmetic damage. A section of the percutaneous lead, approximately 14 inches long from the connector, was returned for evaluation. Rescue tape was present near the clamshell at approximately 3.5 inches from the metal connector and approximately 5.5 inches from the metal connector. Damage to the outer jacket was identified at approximately 1 inches, approximately 3.5 inches, approximately 9 inches, and approximately 11 inches from the metal connector. The percutaneous lead had undergone a previous clam shell repair. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Minor breakdown of the metal shielding was identified throughout the returned portion of the driveline. Visual inspection of the wires found no fractures or breaches. The percutaneous lead was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. Tension was placed on the wires and the wires did not show signs of internal wire conductor breakdown. The evaluation could not confirm the location of the suspected wire issue. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2017, it was reported that no additional driveline fault alarms have occurred after the percutaneous lead (driveline) replacement.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years.  The patient remains ongoing with the device. However, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that recurrent driveline fault alarms had been occurring and multiple system controller exchanges did not alleviate the alarms. The patient's vad clinicians requested a distal end percutaneous lead (driveline) replacement be performed. The patient was asymptomatic; there were no reports of any interruption in lvad support. X-ray images of the driveline were inconclusive for any driveline issues. On (B)(6) 2017, per request, the manufacturer's technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement procedure no further alarms were reported, including when the lvad system was connected to a/c power with a grounded patient cable. No additional information was provided.